Event description:
Per independent repair center statement, the irc5po2 concentrator would not start up and there were no lights. The key failure was the power switch on the control panel was defective.